Event description:
The consumer reported that the power on reset (por) error message appeared on their patient programmer (pp). It was noted that the por was not related to an overdischarge event and the patient was charging their implantable neurostimulator (ins) when the messaged appeared. The patient was able to clear the por message by playing with the device. This event occurred in 2015. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as other upper quadrant sites.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.